Event description:
This system was removed after the patient was in a car accident. Due to the seat belt and airbag, the device was exposed. There is no indication that the system was replaced. The hospital retained the devices. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at 51 cm proximal to the lead tip. Only the distal lead segment was received for analysis. The inspection of the lead segment demonstrated a damaged insulation at 33.5 cm proximal to the lead tip. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further inspection revealed explant damages, such as cuttings in the insulation, a damaged lead tip as well as deformations of both shock coils. The analysis did not reveal any sign of a material or manufacturing problem.